Event description:
It was reported that before use on patient, the cardiosave intra-aortic balloon pump (iabp) unit power cord would not retract . The nurse called from the cicu where she just received a patient and she was unable to pull the power cord out to plug it into the outlet. She had a backup pump available that she was going to switch the patient to. There was no patient harm. Related complaint (B)(4)/mfg report # 2249723-2023-03651.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4,d4(serial),g3,g6,h2,h10.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit power cord would not retract . The nurse called for the first pump from the cicu where she just received a patient and she was unable to pull the power cord out to plug it into the outlet, the second pumps issue was unable to retract back but was able to be plugged in and utilized for therapy. There was no patient harm reported. Related complaint ot (B)(4) mfg report # 2249723-2023-03651.

Event description:
N/a.

Manufacturer narrative:
Additional fields: e1(event site email: (B)(6)). It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had power cord / plug failure. There was patient involvement but no harm reported. Getinge field service engineer (fse) unwrapped power cord from where it was internally wrapped.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) unit power cord would not retract. The nurse called from the cicu where she just received a patient and she was unable to pull the power cord out to plug it into the outlet. She had a backup pump available that she was going to switch the patient to.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.